Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with "slightly under 300 units" of insulin during the load sequence. Reportedly, the customer loaded cold insulin and overfilled the cartridge, and was not performing the air removal step. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 140 mg/dl.